Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery, at the time of finishing postoperative treatment, the patient developed eye redness and two episodes of anterior uveitis, with minimal bacterial flora. Forty days postoperatively, the patient developed fibrin on the anterior side of the iol and the center of the pupil remained "free" [clear], with a visual acuity of 8/10 (20/25). The surgeon suspected tass (toxic anterior segment syndrome) and the patient was treated with medications. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).